Manufacturer narrative:
This report is for an unknown insertion handlel/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date intraoperatively, a femoral recon nail was not properly aligned to insertion handle causing 6.5mm recon screws to miss interlocking holes. This event later caused a revision surgery to take place. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This is report 2 of 4 for (B)(4). This report is for an unknown insertion handle.